Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm and an aneurysm in the left internal iliac artery that were successfully treated with gore® excluder® aaa and gore® excluder® iliac branch endoprostheses (ibe). It was stated that no issues occurred during the implant procedure and that the final imaging was very satisfying. On (B)(6) 2018, the patient presented very strong pain in the stomach region to the emergency department of the hospital. Imaging revealed a collapsed trunk-ipsilateral leg endoprosthesis, caused by thrombus that developed between the aorta and the device. According to the physician the patient stopped using the antiplatelet drug that he should have taken. During a reintervention procedure the thrombus was removed and the device ballooned with favorable results. The patient tolerated the procedure.